Event description:
The customer tested his blood glucose using his contour meter and received a reading of 380 mg/dl. He retested using another meter and received a reading of 180 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. While customer service was attempting to troubleshoot the contour system, the customer had to end the call. When he was contacted at a later date, he stated that everything was working fine. No product will be returned.